Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was functioning as intended. The customer's blood glucose (bg) was "high", although a specific value was not given. The customer address their bg with a correction bolus via pump. It was also reported that the wake button was sticking. Replacement pump was sent to customer to resolve the issue.